Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the ends of the sponges are not closed properly and they are fraying with loose threads where they should be closed. The issue was discovered during testing.